Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 3300tfx 23mm aortic valve was explanted and replaced with a 3300tfx 23mm valve after an implant duration of approximately 7 days due to unknown reasons. The patient was in recovery post-operatively.

Manufacturer narrative:
H11: corrected data: in this case, the valve was explanted when a re-exploration procedure was performed on pod #7 to repair an aortotomy site bleeding. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a model 3300tfx 23mm aortic valve was explanted and replaced with a 3300tfx 23mm valve after an implant duration of approximately 7 days to repair an aortotomy site bleeding and hemopericardium. The patient was presented with lightheadedness and anxiety. The patient was in recovery post-operatively.